Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer, who is a united kingdom customer, reported a signal loss issue with use of adc device with adc application. The customer reported a signal loss issue when using the sensor with the application on mobile phone, and indicated not being alerted (high/low glucose alarms unavailable) of hypoglycemia while sleeping. However, the customer was contact and confirmed that no third-party intervention was required. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer, who is a united kingdom customer, reported a signal loss issue with use of adc device samsung a33 with android 13 operating system with adc application. The customer reported a signal loss issue when using the sensor with the application on mobile phone, and indicated not being alerted (high/low glucose alarms unavailable) of hypoglycemia while sleeping. However, the customer was contact and confirmed that no third-party intervention was required. Based on the information provided, there was no report of serious injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.